Event description:
It was reported by the clinician that they were having problems with the catheter after it was in place. The catheter was breaking/tearing once it was in the vein. Pts were becoming completely saturated with blood. They think there may be leaking where the junction hub connects to the catheter. There have been no pt complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.